Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by hospital.

Event description:
In reporting a revision of a patient's pelvis, surgeon reported to rep that the screw has backed out of the pro supra infrapectinial plate in 2 prior patients. Rep was not present for either procedure and has no access to any additional information. This pi is for implant failure 2 of 3.